Event description:
The customer reported that during an ovarian resection, after 10 minutes of use, the jaws of the device could not be reopened while applied to patient tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : 12/15/2014. Date of follow-up report : 02/17/2015. One used device was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. The jaws opened and closed normally when the handle was activated. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.